Manufacturer narrative:
Follow-up #1: date of submission 12/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings:the pump's black box showed no evidence of voltage drops or excessive battery usage. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The pump's current draws were within specifications. There was no evidence of excessive pump temperature duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a temperature issue. The reporter stated that there was evidence of moisture inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.